Event description:
The lipids for a neonate pt would not flow due to a defect with the small bore, three lead extension set. After replacing the pump set, it was discovered that one of the lines in the triconnector was blocked. Another set was tried by the nurse and 2 lines were blocked in it.